Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2023 resulting in fixture loss.there are no plans to re-implant the patient with a new cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.